Event description:
Additional information gathered via the manufacturer's device record database revealed the patient's ipg was explanted and replaced with a different model.

Event description:
Follow-up revealed overstimulation at the ipg site ceased prior to the patient's ipg being explanted and replaced.

Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r & 1627487-07262012-002-r. This ipg serial number is included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient occasionally experiences overstimulation at the ipg site when stimulation is on. As a result, the patient plans to undergo surgical intervention to address the issue.